Event description:
It was reported that a patient experienced a burning sensation and swelling at site of incision. ER visit, there was no ER discharge diagnosis and no admission.

Manufacturer narrative:
(B)(4)